Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): overinfusion: the pump was filled with morphine 15 mg; ketoprefene 100 mg 4 ampoule; droperidolo 2.5 mg 1 ampoule and saline until reaching 100 ml. The infusion started on (B)(6) at 21.00 and stopped on (B)(6) at 8.00 instead of at 21.00.

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to bbm in (B)(4) for investigation. A follow up report will be provided after the inspection results become available.